Event description:
It was identified that the customer¿s basal programming was unknown. The customer was running high upto 21 mmol/l. Customer was treated with manual injection. Customer reported basal rates programmed inaccurately. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was on at the time of event. The device will not be returned for analysis

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.